Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient expired while using a ventilator. The ventilator was not returned to the manufacturer for evaluation. The manufacturer received the device's downloaded event log for review. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the reported day of the event, (B)(6) 2019, a patient circuit disconnect alarm occurred at 16:16:29 local time. The alarm had a duration of 1785 seconds (approximately 30 minutes). The alarm was acknowledged at 16:47:24 local time as evidenced by an alarm silence/reset keypress. An apnea alarm occurred at 17:01:00 local time with a duration of 720 seconds (12 minutes). This alarm was acknowledged at 07:13:00 local time as evidenced by alarm silence/reset keypress. An apnea alarm occurred at 17:14:08 local time with a duration of 216 seconds (approximately 3.6 minutes). The alarm was acknowledged at 17:17:37 local time as evidenced by an alarm silence/reset keypress. The device was manually powered of at 17:17:44 local time. The device was not powered on again until (B)(6) 2019. The manufacturer concludes the ventilator operated and alarmed as designed. The device did not cause or contribute to the reported event.